Manufacturer narrative:
N/a

Event description:
The customer reported receiving a false negative hcg result while using the henry schein hcg urine dipstick. The patient was tested due to amenorrhea and had been taking a continuous oral contraceptive pill. The patient provided a fresh urine sample on (B)(6) 2024 which was tested, the results were read at 3 minutes to 3 minutes and 15 seconds and yielded a negative hcg result. Case details indicate the patient also had a blood serum hcg test performed which yielded a positive result, however the date of the test was not provided. On (B)(6) 2025 the patient had underwent an ultrasound which noted the patient was 19 weeks pregnant. It was estimated that at the time of the (B)(6) 2024 negative result, the patient was 9 weeks pregnant. The patient continued to take birth control, there were no indications of injury or harm to the patient or fetus; however, due to the potential of injury this will be reported as a serious injury. Additionally, as a result of the false negative result, the patient experienced a delay in prenatal care.